Manufacturer narrative:
The lot was manufactured from may 27, 2020 ¿ may 28, 2020. The device was received for evaluation. Unaided visual inspection was performed which observed that the clamp was broken into pieces. The broken pieces was not returned. The reported condition was verified. The cause of the condition is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation it was reported that the clamp of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was broken off into pieces. This was identified prior to use. There was no patient involvement. No additional information is available.